Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was found during routine check that the cardiosave intra-aortic balloon pump (iabp) had spots on screen. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b1. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the upper display damaged. 4 black circles present on the top lcd. Top lcd display assembly was replaced. Display test passed in the service mode. During testing, the drive manifold leak test failed. Vacuum leak diff. Pressure reading 27mmhg exceeding the acceptable limit ± 25mmhg. A new drive manifold assembly was installed. All manifold leak tests passed. Device passed all functional and safety tests per factory specifications.